Event description:
It was reported that the insulin pump alarmed battery out limit, and it later had a blank display. The blood glucose reading was unknown. The issue was resolved upon troubleshoot, and the display did return. The customer also noted during troubleshooting that the insulin pump may have been exposed to moisture from sweat, although there was no moisture visible in the device. Advised the customer that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.